Manufacturer narrative:
(B)(4). D10: z1 std col cmtless sz 1, item: 611201010, lot: zb2500929. G7 osseoti 3 hole shell 50mm d, item: 110010243, lot: 67363267. Bioloxâ® delta, ceramic femoral head, m, ã¸ 36/0, taper 12/14, item: 00877503602, lot: 3239381. Bone screw self-tapping 6.5 mm dia. 20 mm length, item: 00625006520, lot: j7959844. The customer indicated that the product remains implanted; therefore, it will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a supplemental MDR will be submitted.

Event description:
It was reported that during a follow-up visit two weeks post-implantation, the patient presented with slow would healing and was prescribed an antibiotic. At the next follow-up, the issue was resolved, and all components remain implanted without complication. Due diligence is in progress for this complaint; to date no additional information or product has been received.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b7; e1; g3; h2. Once the investigation has been completed, a supplemental MDR will be submitted.

Event description:
No additional information available for the reported event.